Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronics assembly. The device was unable to verify the constant tone and vibration anomaly due to blank display. The basic occlusion, occlusion and excessive no delivery tests were all unable to be performed due to blank display. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call blank display, beep anomaly and high blood glucose. Customer's blood glucose level was 468 mg/dl. Customer treated their high blood glucose with a manual injection. Troubleshooting for blank display was performed. Customer advised the insulin pump went blank, the device made a high pitched squealing noise and it vibrated. Customer removed the battery, reinserted the battery and the display remained blank. Troubleshooting was unable to resolve the issue as the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.